Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy (automatic system check) shock impedance was around 130 ohms in march. Recently, it has increased to 204 ohms. The implant procedure had 96 ohms for the high energy defibrillation threshold testing. Technical services discussed the gradual rise in impedances with the caller. Later, the doctor explanted and replaced the system with a new one. There were no additional adverse patient effects.

Event description:
It was reported that the low energy (automatic system check) shock impedance was around 130 ohms in march. Recently, it has increased to 204 ohms. The implant procedure had 96 ohms for the high energy defibrillation threshold testing. Technical services discussed the gradual rise in impedances with the caller. Later, the doctor explanted and replaced the system with a new one. There were no additional adverse patient effects.